Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the listed device was in use with patient during surgical procedure when clinician experienced difficulty closing the tube's suction port cap. According to reporter, the difficulty with the suction cap delayed the surgical procedure. No permanent adverse effects to patient were reported.